Event description:
Patient reported since last fill or within the past few months unplanned hospitalization due to constipation issue. Dates and length of stay unknown. Patient has had issues since last (B)(6) or (B)(6), cannot pass stool without used enema. Patient has an magnetic resonance imaging scheduled for (B)(6) 2025. Patient prescribed linzess, but it is currently back ordered (has tried all otc products that worked for a while, then quit). Patient believes hernia mesh in stomach may be causing issues. After surgery, (details and dates not provided) patient reported eating habits and patterns changed. (Smaller meals, but more frequent). Md is aware and treated with multiple acute medication. Patient is on multiple prescriptions with side effects that can cause constipation. Dose and frequency-take 3 (5mg) capsules & 2 (180mg) capsules by mouth 1 time a day for 5 days of 28 day cycle. (Total daily dose of 375mg). Malignant neoplasm of brain, unspecified.